Event description:
During an atrial fibrillation ablation procedure, the ablation catheter was not recognized in voxel mode following insertion from the left atrium to the right atrium. Several troubleshooting attempts were made, but the issue persisted. The catheter was exchanged which did not resolve the issue. The ablation procedure was not completed and the patient will be rescheduled.

Manufacturer narrative:
Fsca number: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with a potential recognition issue and loss of functionality.

Manufacturer narrative:
Fsca number; 3005334138-3/22/22-001-r. Additional information: d9, g3, h2, h3. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.